Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the patient had experienced a ¿lack of therapy benefit.¿ the patient met with their hcp and it was found the implantable neurostimulator (ins) had undergone ¿premature battery de pletion¿ due to a ¿longevity issue.¿ therapeutic impedance values were attained and were found to be 711 ohms and 809 ohms on the patient¿s left and ride sides respectively. It was noted the patient used their ins in a continuous therapy mode prior to depletion. It was further noted the ins had reached the elective replacement indicator on (B)(6) 2015. The ins was replaced as a result of the event and the issue was resolved. The patient was ¿doing great¿ following the ins replacement. Additional information was requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found the ins experienced ¿normal end of life¿ with ¿okay¿ telemetry and output.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.